Event description:
Per the clinic, the patient experienced pain at implant site since implant surgery on (B)(6) 2024. The patient was prescribed with phrophylactic oral antibiotics and pain medications, however the issue did not resolve. The device was explanted on (B)(6) 2024, and there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the correct product is cochlear¿ osia¿ system; not nucleus 24 cochlear implant system as previously reported.